Manufacturer narrative:
On may 14, 2024, mentor received additional information. Date of event was updated to october 10, 2023. Mentor became aware that the patient underwent unilateral right-sided removal and replacement with a 250cc mentor memorygel breast implant. On june 10, 2024, mentor became aware that an error was submitted in the initial report. Corrected data: in the initial report, the date of explant should have been indicated as (B)(6) 2024 in both b5. Event description and h11. Additional manufacturer narrative. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 14, 2025, mentor was notified that the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a 250cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade IV capsular contracture of the right breast, which was confirmed during a physical exam. The patient¿s capsular contracture was characterized by pain and tightness in her right breast. As a result, the patient is scheduled for unilateral removal surgery on (B)(6) 2024.